Event description:
It was reported that the event occurred in the cath lab. A dye was injected into the catheter twice; 9 ml/sec at 400 psi for the first injection and 12 ml/sec at 504 psi for the second injection. The second dye injection went fine, but almost at the same time a portion of the catheter which was out of the patient's body burst. As a result, the device was removed and not replaced since the procedure was finished after the second dye injection. Therefore, no delay in therapy. There was no report of patient death, complications or injury. The patient's outcome is good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed, if additional information becomes available.